Manufacturer narrative:
Product was received for investigation. The split in the expandable tubing was confirmed.

Event description:
Customer stated that when they were using their anesthesia circuit kit, the circuit, wcaex9605a, was faulty causing the circuit to rupture with a patient on the table. This caused the patient to turn purple and vitals dropped. Procedure was an emergency lap appendectomy. Patient reported to have recovered without incident.